Event description:
Customer reported, the insulin pump alarmed no delivery and customer was experiencing high blood glucose over 300 mg/dl. Customer's current blood glucose was 224 mg/dl. Troubleshooting was performed. Fixed prime was performed and only one or two drops. Troubleshooting as no insulin was continued. Customer was advised to remain disconnected. Remove the reservoir from the device. Disconnect and reconnect the reservoir and the infusion set and push insulin through with the plunger and insulin did exit. Customer was advised to perform a manual prime and insulin did exit. Customer was advised the device was working as designed. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.